Event description:
It was reported that during a supply change for an adhesive issue, the user filled the tubing with insulin while still connected to the pump via the infusion set and tubing, then proceeded to connect the fill cannula; the event involved user technique and the tubing component, and no device alerts or alarms occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.